Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, after the surgeon fired the device, one side of the staple line could not be sewed. Another device was used to complete the procedure. There were no adverse consequences for the pt.